Manufacturer narrative:
The electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detections. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the emergency room for evaluation. The patient continued to use the lifevest. It was also reported that the patient's monitor had a damaged case.